Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that, during an unknown procedure, the blade fell off the harmonic hand piece while in use. Blade was retrieved and a new harmonic device was opened. There were no patient consequences reported.